Event description:
The reporter stated the surgeon inserted an aa4204vf silicone single piece lens and the haptic broke in the cartridge. The reporter stated it was unknown if there was patient contact.

Manufacturer narrative:
Evaluation codes: results: visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. The other haptic was torn. A cartridge was returned with no visible damage. There was evidence of clear surgical residue. It should be noted that the injector was not returned for evaluation. Conclusion: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, cannot be definitively and exclusively correlated to a specified root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridges directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.